Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was unable to remove battery cap. The customer's blood glucose was unknown. Unable to continue blank display troubleshooting, due to being unable to open battery compartment, customer advised the display is on and showed sensor end. She declined to continue troubleshooting. The customer was advised to discontinue the use of the pump.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was unable to remove the battery cap. The customer stated her blood glucose was high due to not being able to use the insulin pump. Customer stated she already did the troubleshooting and has tried to remove the cap.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty lcd driver. The insulin pump was monitored for 24 hours, no blank display or end sensor alarms noted. No isolation tape damage noted on the lcd board. The insulin pump passed self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had stripped battery cap coin slot noted, cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.